Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had no delivery alarms listed in the history. Blood glucose level at the time of the incident was over 300 mg/dl. The customer also reported being recently hospitalized due to high blood glucose levels over 600 mg/dl. During troubleshooting, the insulin pump passed the self test. Customer reported that they would call back to complete troubleshooting. The insulin pump was not replaced or returned for analysis.